Event description:
During servicing of an electrode belt which was returned for investigation into an unrelated issue, a reportable malfunction was found. Electrode belt sn (B)(4) failed incoming functional testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open brown (lead 1-) wire in the cable connecting ECG "c" ECG "d". The root cause for the open wire was excessive force. No adverse event resulted from the damaged electrode belt.